Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and they allege insulin pump was over delivering. The customer blood glucose level was 35 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. Customer treated with glucose tablet. Customer performed self test and test was passed. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08720 inches. No over delivery anomalies noted. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Device received with corroded battery tube.